Event description:
It was reported that a patient's implantable cardioverter defibrillator (ICD) presented in backup mode with no hv therapies active after an MRI in an off-label environment. Programming changes were performed to resolve the issue. The patient condition was stable before, during, and after.